Event description:
Material#: 20027e. Batch#: 24099353. It was reported by the customer that tubing fell apart at hub. Verbatim: rcc received a complaint via phone. Pir attached. Tubing fell apart at hub. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. A. No harm. 2. Was there any leak? If yes, was this chemo drug? A. Yes there was a leak. No chemo. Tpn. 3. Total number of occurrences? A. 1. 4. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? A.xxxxx.

Manufacturer narrative:
It was reported by the customer that tubing fell apart at hub. One sample was received for quality evaluation. Visual inspection was conducted the distal male luer connector was not on the assembly. The customer complaint of tubing defective / damaged was confirmed. The investigation was forwarded to the manufacturing location for further evaluation. After investigation, the potential root cause of separation between tubing and male luer could be related to an incorrect solvent application by the assembler. No additional actions were taken at this manufacturing location since the product will be moved to a different manufacturing location for future production. A device history record review for model 20027e lot number 24099353 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite extension set was separated the following information was received by the initial reporter with the following verbatim. It was reported by the customer that tubing fell apart at hub.